Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2026, a home-health nurse reported difficulty obtaining a fingerstick blood glucose (fsbg) reading due to the patient¿s dehydration. A reading was eventually obtained, showing a bg value of 486 mg/dl. The reporter was unable to provide the exact cgm value for that day but stated that the cgm readings were typically 80-120 mg/dl higher or lower than the fsbg values. Due to ongoing concerns, the reporter contacted the patient¿s physician and was instructed to administer an insulin injection. Despite treatment, the patient continued to experience hyperglycemia, dehydration, headache, and body aches. Emergency medical services (ems) were contacted, and the patient was transported by ambulance to the emergency room (ER). The reporter was unable to provide details regarding any treatments administered by ems. Upon arrival at the ER, the patient was admitted. As of (B)(6) 2026, the patient remained hospitalized and was receiving IV fluids for dehydration. The reporter did not have information regarding specific ER treatments or interventions related to blood glucose management. She noted that the cgm readings continued to fluctuate significantly, with values changing from 245 to 190 mg/dl within approximately one hour. The reporter also indicated that they were waiting for a replacement warrant sensor to arrive before removing the current sensor. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. It was reported that the cgm readings were 80 to 120 points off from the bg meter readings. No additional patient or event information is available.